Event description:
Shortly after birth, the patient was diagnosed with a heart condition known as tetralogy of fallot with pulmonary atresia. This condition was treated with catheterization and angioplasty on april 18, 2003. During the cardiac catheterization, a cutting balloon device was used to dilate stenotic blood vessels. Apparently a blade broke off the cutting balloon and embolized in the patient's brain. The hospital failed to detect and/or report that the blade broke off and lodged in the patient's brain which was present in a CT scan of the patient's head after the catheterization. While in the recovery room following the procedure, the patient developed a high fever and seizure. Radiographic studies revealed a large quantity of optiray 350 contrast solution used during the procedure filled the patient's brain. An MRI was performed and the report stated that there was a metallic artifact in the mid left cerebral hemisphere of the patient's brain. The piece of metal was later determined, following autopsy, to be a metal blade from a cutting balloon device. The patient suffered massive brain damage and died twenty months later from effects of the injuries suffered.